Event description:
It was reported that a technologist was injured using a hologic machine. The technologist was having difficulty installing the magnification stand and reported a broken finger. A field engineer was dispatched to the site and inspected the magnification stand and gantry mount for proper mechanical operation. There was found to be no difficulty placing or removing the magnification stand from the gantry. The field engineer reviewed with the customer how the magnification stand should be placed by pressing the lock buttons on the left and right and hooking it upright to the gantry by sliding down slightly to line up the markings on the gantry and magnification stand. The customer realized it was much better to mount by lowering the c-arm more. The customer has not reported any further issues after this incident.

Event description:
It was reported that a technologist was injured using a hologic machine. The technologist was having difficulty installing the magnification stand and reported a broken finger. A field engineer was dispatched to the site and inspected the magnification stand and gantry mount for proper mechanical operation. There was found to be no difficulty placing or removing the magnification stand from the gantry. The field engineer reviewed with the customer how the magnification stand should be placed by pressing the lock buttons on the left and right and hooking it upright to the gantry by sliding down slightly to line up the markings on the gantry and magnification stand. The customer realized it was much better to mount by lowering the c-arm more. The customer has not reported any further issues after this incident.